Manufacturer narrative:
This medwatch is in response to FDA report number mw 5093524. No contact information was provided for the patient, therefore additional event, product, and/or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency, being injected with juvéderm volbella® xc. Three years later, the patient experienced a ¿virus¿ and the filler ¿reacted,¿ making the patient ¿swell.¿ two years later, the patient had a ¿late inflammatory reaction.¿ patient indicated they had "21 shots of dissolvent". The patient was treated with two antibiotics ("cipro", and "doxycycline") and prednisone. A CT scan was performed that ¿confirmed that it was filler reacting.¿ symptoms ongoing.

Event description:
Patient reported via regulatory agency, being injected with juvéderm volbella® xc. Three years later, the patient experienced a ¿virus¿ (this event is not device related) and the filler ¿reacted,¿ making the patient ¿swell.¿ two years later, the patient had a ¿late inflammatory reaction.¿ patient indicated they had "21 shots of dissolvent". The patient was treated with two antibiotics ("cipro", and "doxycycline") and prednisone. A CT scan was performed that ¿confirmed that it was filler reacting.¿ symptoms ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.